Manufacturer narrative:
A corrective/preventive action plan has been initiated by the manufacturer to address this issue. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This record is being proactively initiated based on the acknowledged implanted or unknown status which was in response to the medical device recall removal activity, letter dated oct 11, 2018. The listed serial number was initially included in the customer notification process. It has now been subsequently determined that this serial number is out of service. Thus no patient has been impacted in this case.

Event description:
Additional information indicated include that the device had intended construction, and the device was never implanted.